Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the body of the plate had fractured. The patient was said to be non-weight bearing and no further patient/event information was provided. The most likely causes of the plate breaking are that that there is no additional screw below the plate as stated in the dfu and surgical technique guide and that once the bone has fused, the nitinol plate can break as it will continue to compress even though there is nothing left to compress.

Event description:
Product was implanted on (B)(6) 2021. The surgeon used a nitinol staple in conjunction with the plate and followed a conservative post-op protocol. At 5 weeks the patient came in for a follow up and x-rays showed that the plate was broken. The patient was non-weight-bearing.